Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported that bd vacutainer® push button blood collection set splattered blood. The following information was provided by the initial reporter: " it was reported that there was blood leaking out of the butterfly. Blood started leaking out the plastic portion of the butterfly."

Event description:
It was reported that bd vacutainer® push button blood collection set splattered blood. The following information was provided by the initial reporter: "it was reported that there was blood leaking out of the butterfly. Blood started leaking out the plastic portion of the butterfly.".

Manufacturer narrative:
Investigation summary: bd received 6 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode (based on the photo provided) was attributed to the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.